Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. The luer lock was noted to be cracked on the returned device, which led to a leak. Based on the history of complaints related to this event, a corrective action to improve the reduction in the occurrence of leaks has been implemented in the fourth quarter of 2023, which will reduce the occurrence of leaks. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that during an embolization, one of the syringes had a broken luer lock connection. There was no reported patient injury.